Manufacturer narrative:
(B)(4). Additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history and return of the explanted devices was requested in order to progress with the investigation of this event, however, not all could be provided and thus the investigation is limited. It has been reported that the explants are available and will be returned to corin for examination. If received, they will be reviewed and details of this review will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA.

Event description:
Metafix / trinity revision after approximately 2 years and 5 months due to loosening of the stem and pain. Please note: the trinity ceramic liner associated with this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.

Manufacturer narrative:
Per -(B)(4) final report additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history and return of the explanted devices was requested in order to progress with the investigation of this event, however, not all could be provided and thus the scope of this investigation was limited. The explanted devices were returned and reviewed. No abormal device charecteristics were observed. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported loosening could not be determined. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix / trinity revision after approximately 2 years and 5 months due to loosening of the stem and pain. Please note: the trinity ceramic liner associated with this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.